Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during an attempt to bolus. The customer resumed insulin delivery and delivered the bolus. The customer's blood glucose (bg) level was not impacted. As tandem technical support was not contacted at the time of the issue, troubleshooting to determine a possible cause of the occlusion was unable to be performed.